Manufacturer narrative:
The device was returned for evaluation. Visual inspection of the ipg revealed no abnormalities. There was no error codes detected in the logs or reported by ipg link. The ipg passed the impedance check with a test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. This investigation is assigned a most probable conclusion code of no problem detected. This conclusion was selected because the reason for shocking sensation could not be substantiated during functional testing and no other fault conditions were identified. It can be concluded that the product operates as intended with no issues.

Event description:
It was reported that this neurostimulator device was shocking the patient unnecessarily. The device was removed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that this neurostimulator device was shocking the patient unnecessarily. The device was removed. There were no additional patient complications.